Event description:
It was reported by service report that the inner base tube spacers are broken causing the wheels to not pivot correctly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results (other) - wheel assembly.